Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens and the lens tore. The incision was enlarged to remove the lens and another same type lens was inserted. Sutures were required to close the wound. The reporter stated the posterior capsule was torn. Additional information has been requested from the facility, but none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent. This is one of three lenses used on this patient- see MFR. Report# 2023826-2006-01207 and #2023826-2006-01208.

Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A lens work order search was performed and two similar complaints were found. A cartridge lot number search was performed and four similar complaints were found. Conclusions: based on the complaint history, the work order and lot number searches and the evaluation of the returned product, a specific root caused of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.